Event description:
Iritis. A physician reported the case regarding a pt. In 2003 pt underwent the implantation of a lens model 011a for cataract. A phaco technique was followed and bss and amvisc were used during the intervention. The pt was post-opeatively treated with tobradex (dexamethasone, tobramycin, four times a day) and aulin [not well readable] (nimesulide, three times a day). The pt experienced iritis. Pt had experienced mild postsurgical iritis in the past. The symptoms and signs associated with iritis were pain, presence of ciliary injection and flare +. The pt was treated with topical corticosteroids. The reporting physician considered the event iritis as non serious. The company kept the seriousness criterion as intervention required as the adverse event required a medical intervention. The pt was reported as not yet recovered. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor MFR or product caused or contributed to the event. Case comment: comment to initial and follow-up 14march03: iritis is a listed event according to the company core safety info. Iritis may occur after surgical implantation of lenses. The increase in reporting is almost exclusively from one hosp. The complaint investigation report has not identified any deviation of the product that would explain the increase in reporting. Furthermore the reports include different lens models and batches. It seems reasonable to assess, that other causes than causes related to mfg are more probable to be related to the increased reporting. A form was sent to the reporter where they ticked permanent injury to body structure as serious criteria but defining as not yet recovered the outcome, indicating that further improvement might be possible. Clarification is requested from the investigator.